Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure a perforation of the left atrial appendage occurred. Additional information was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was not reviewed as the batch number was not available. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure a perforation of the left atrial appendage (laa) occurred. While creating geometry under fluoroscopic guidance the user advanced the ablation catheter from the laa to mark the esophagus. The catheter was inadvertently advanced with too much force and perforated the laa. The procedure was continued and ablation was completed. An ice catheter was inserted for a routine check for an effusion. At this time an effusion was discovered from a perforation in the laa. A pericardiocentesis was performed however the patient was transferred to surgery to resolve the issue. A left atrial clip was secured to the laa and the patient was stabilized. There were no performance issues with any abbott device.